Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was scheduled to undergo a radiofrequency ablation (rfa). The patient's device was programmed to electrocautery mode because the patient is dependent. During the procedure, when the radiofrequency energy was on, there was loss of capture. Pacing resumed when the radiofrequency was turned off. Boston scientific technical services (ts) was contacted for troubleshooting. Ts discussed that the device has a design feature that will inhibit pacing when it detects external energy. Additional information indicates that a vt ablation did occur successfully. The device remains in service and there were no adverse patient effects.